Manufacturer narrative:
The customer¿s report that the male luer of the bi-fuse broke off and was stuck in the maxzero connector was confirmed. The report that the teeth where the spin collar should have caught on were gone was not confirmed. Visual inspection showed that part of the tip of the male luer was broken off inside the maxzero¿s female luer with one side of the broken edge higher than the other. Examination under magnification showed a whitish colored stress marking on the broken luer tip's lower side. All the teeth on the male luer spin collar and on the male luer upper tip section were intact. Functional testing was deemed unnecessary due to the damage. Pressure testing resulted in infusions reaching completion without any issues. The root cause of the broken male luer tip was not determined.

Event description:
The customer reported that the male luer of the bi-fuse broke off and was stuck in the maxzero connector. The teeth where the spin collar should have caught on were gone so the collar had nothing to catch onto. They replaced the connector and tubing which resolved the issue. The patient spiked a fever and the blood culture results were positive for infection. There was no report of lasting harm.